Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn below the contrast button. Evaluation revealed that all of the keypad buttons responded intermittently. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast keypad button contacts. Unrelated to this complaint, the display screen was found to be dim and discolored. Also unrelated to this complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the keypad cover fell off the pump. It was noted that the user must place keypad cover back on the pump in order to use the buttons. Reportedly, the keypad buttons required multiple button presses in the right location to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.